Event description:
Post-op infection. The patient underwent surgery. Hemostatic gauze and fluid gelatin were used to reduce bleeding during the surgery. The surgery went smoothly and the patient was discharged. Nine days after surgery, the patient was admitted to the hospital due to postoperative wound infection. On the fifth day after admission, the wound was cultured for bacteria and found to be infected with escherichia coli. The patient received surgery again. After 42 days in the hospital, the patient was given high-grade sensitive anti infective drugs, and the wound was regularly sutured and disinfected. Currently, the patient's wound is gradually improving, and after discharge, the wound dressing treatment will continue. No device is available for evaluation. Event date: 03/25/2026 procedure date: (B)(6) 2026. The following additional information was received stating: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.